Event description:
It was reported that during routine check cs100 intra-aortic balloon pump (iabp) unit had leak in iab circuit. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limits: e1 event site name: (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked with balloon used for testing purpose. No problem found. All functional tests performed successfully. Machine handed to the customer in working condition.